Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed no visible damage to the device. A successful attempt was made to operate the motor. The tip of the device did not however rotate. The unit was dismantled and it was determined that the drive shaft was broken. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a below-the-knee angioplasty treatment procedure, the burr became stuck on the lesion. Vascular access was obtained via the right common femoral artery. The occluded target lesion was located in the non-tortuous and severely calcified right mid anterior tibial artery. This truepath extension wire was selected; however, a few minutes after beginning the procedure, the burr became caught in the stenosis. It was noted that initially resistance was met, but after the calcified lesion was overcome the truepath could advance smoothly until it seemed to get stuck in the "elastic" material. Pulling back had some "elastic" resistance. The system was completely removed. The procedure not completed due to this event. Angiography was completed to confirm that there was not vessel damage. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a below-the-knee angioplasty treatment procedure, the burr became stuck on the lesion. Vascular access was obtained via the right common femoral artery. The occluded target lesion was located in the non-tortuous and severely calcified right mid anterior tibial artery. This truepath extension wire was selected; however, a few minutes after beginning the procedure, the burr became caught in the stenosis. It was noted that initially resistance was met, but after the calcified lesion was overcome the truepath could advance smoothly until it seemed to get stuck in the "elastic" material. Pulling back had some "elastic" resistance. The system was completely removed. The procedure not completed due to this event. Angiography was completed to confirm that there was not vessel damage. No patient complications were reported and the patient's status is stable.